Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for three days. The blood glucose level was high and the patient was treated with insulin delivery. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.